Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find found one similar report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the carrier tube had a kink with the involved angio-seal. The following information was provided by the user facility: when the device was unpacked, the carrier tube was already kinked; the device was not used, another angio-seal device was used to continue the hemostasis procedure; the physician had completed the training process on the device prior to this case; the puncture site was distal to the inguinal ligament of the right common femoral artery; the size of the sheath ancillary used was 8 fr; there was no reported blood loss; there was no health damage to the patient; hemostasis was successfully achieved by the second angio-seal device.